Event description:
It was reported that a patient using the ilet with a dexcom g7 sensor displayed ¿high¿ glucose on the sensor, and the caregiver did not understand how the glucose rose so high; the caregiver planned to obtain a fingerstick meter to verify the current blood glucose. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms from the ilet, and troubleshooting and education completed. Investigation included case triage and user education to obtain a confirmatory fingerstick and assess current glucose. Investigation of this case revealed an unclear cause of hyperglycemia with no device alarms and no identified device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.